Event description:
Customer reported the x-ray tube output has fallen by more than 20% since 2008 test. In digital fluoroscopy the dose per frame for the 23cm and the 15cm sizes has fallen more than 15% since 2008. Irradiated field sizes to be adjusted.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and adjusted the image intensifier field size to bring system into tolerance. System operates as intended.